Event description:
Ae: pacing induced cardiomyopathy 62 year old male with hin, hyperlipidemia, nonischemia cardiomypathy, aortic cusp outflow tract pvc's, dual chamber ppm fdr chs in (B)(6) 2019. Ever since pacemaker implantation, his lvef has declined, from 60% to 40%. Cardiac catheterization demonstrated unremarkable coronary arteries. It seems patient developed pacing induced cardiomyopathy., pt denies palpitations or syncope. Pt presents today for biventricular pacemaker. ((B)(6) 2019 09:40). 9/11 biv boston scientific ICD upgrade. Left chest wall site without swelling and bleeding (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).